Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a solid white screen. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control was unable to verify or duplicate the reported issue. The lcd display assembly/interface pcb cable (w18), designator w18, was replaced out of precaution. After the inspection, the device passed all functional and performance testing and was returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed a solid white screen. A white display can be indicative of a device lockup condition. As a result, defibrillation therapy may not be available, if it was needed. There was no report of patient use associated with the reported event.